Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer delivered a bolus for food and the insulin pump alarmed with a button error. Customer's blood glucose was over 60 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no escape or act button response due to flattened button dome switches. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.